Event description:
It was reported that the image displayed by the subject device was blurry and static. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: minor debris under the light guide cover glass. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the customer¿s allegation and for the new findings mentioned above, was determined as an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image displayed by the subject device was blurry and static. The issue occurred during an unspecified procedure. The procedure was completed using the same set of equipment, with no delay. There were no reports of patient harm.